Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was due to user error. In addition, the pump touchscreen was unreadable. Customer¿s blood glucose was around 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.